Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported rapid battery depletion to eos was confirmed in the laboratory via review of the device image. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the rapid battery depletion could not be determined.

Event description:
It was reported that an alert for eri was observed via remote transmission. Premature battery depletion was suspected. The device was later explanted and replaced.